Event description:
On april 1st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that although there was some variability in the sg values, data was limited to perform an investigation as the user stopped using the system on (B)(6) 2026. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment, but they stated that they did not want to continue with troubleshooting since they scheduled a reinsertion with their territory manager.